Event description:
Customer purchase date (B)(6) 2008. The customer advised that they could not operate the bed by any control. There was no pt involvement. The tech found that the bed was working on mains power but not on battery. Also one of the acp control units was not working properly and causing uncommanded movements.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the MFR (B)(4). The device was inspected at the user's facility by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. The tech found that the bed was working on mains power but not on battery. Also one of the acp control units was not working properly and causing uncommanded movements and there was no pt involvement. The tech charged the battery and replaced acp control unit the bed was tested and it operated to spec. The beds were manufactured in march-2008 and installed in the first half of 2008 and the bed has been in use for more than four years without any reported problems. We have reviewed our post market surveillance for current trends for this type of failure and we have had seven other incidents of uncommanded movement, which has been the result of damage to one of the two acp control units fitted to the bed. (B)(4). The tech charged the battery and replaced acp control unit the bed was tested and it operated to spec. We have concluded that the acp control unit has been damaged by an undetermined source and is considered to be misuse which led to the failure described. (B)(4). We shall continue to monitor for any further incidents of this nature to determine trending. Other than the actions stated already taken, there are no further actions proposed at this time.